Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a right knee revision.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: mrh tib rot comp xs-xl; cat# 64812100; lot# 80609. Mrh axle; cat# 64812120; lot# ctd7442. Mrh hdp assembly pack; cat# 64812150; lot# lep955. Gmrs dist fem comp std r 65mm; cat# 64952040; lot# ect9r. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# yrpt. Mrs fem stem w/o body 11x203mm; cat# 64853611; lot# 146529c. Gmrs extension piece 80mm; cat# 64956080; lot# s8sph. Guide wire, ball-tipped, sterile t2 femur ø3x1000 mm; cat# 18060085s; lot# k06bb4b. Ti dur reg fluted stem10x155mm; cat# 64786680; lot# 37834. Mrh tibial b/plt keel sml 1; cat# 64813110; lot# apf3c. Sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rdaw273e. An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: revision surgery took place due to infection whereby reportedly the insert was revised. The exact cause of the infection could not be determined because insufficient information was provided. Further information such as pathology reports, medical records, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right knee revision. Additional information: initial MDR report was filed in error as the reported event was not a revision but rather patient's primary surgery using grms components for a tumor resection. As per sales rep patient wasn't revised until (B)(6) 2016 and this revision is being reported now. Patient was revised (B)(6) 2016 due to infection. The poly bushing sleeve, insert, tibial rotating component and the axle were replaced.